Event description:
A consumer reported he cannot drive at night due to "intense light spots" nine months following intraocular lens (iol) implant surgery. He noted he cannot see the vehicles that comes towards him. He stated "all is ok during the day". In a follow up with the surgeon, he reported he does not recall who mfg the lens he implanted in this pt. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. Additional info was received in a follow up phone call with the surgeon. Additional info has been requested. (B)(4).